Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient ¿could not find a comfortable number¿ which was clarified to mean they can¿t find a number that would stop all the dripping and extra dripped after they urinate. This issue started 2-3 weeks ago. The patient stated that they felt like they had a bladder infection after taking two rounds of medication (this occurred probably a month ago). They stated that when they go to the bathroom, it did not hurt or burn but it ¿doesn¿t all come out¿ and they ¿can sit 4-5 times and it still comes out¿. It was not confirmed if the symptoms were of a sudden or gradual onset. Using the programmer, it was determined the patient was on program 2 at 2.5 volts and the stimulation was off. The stimulation was turned down to 1.50 then turned on. The patient then increased it to 2.9 on program 2 where they felt the stimulation. Therapy considerations and the time it takes the body to respond to therapy were reviewed with the patient. The patient was told to give it a couple of days to see if their symptoms improve. The patient did not have a managing physician and was offered physician listings but they declined. There were no further complications reported or anticipated.